Event description:
It was reported that the device is leaking. No additional information.

Event description:
Additional information: no patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Received device with noisy pump. Wear and tear damaged enclosure, front cover, tank cover, main block, left block, and right block. The device leaked water from the block assembly during investigation. The customer's reported issue was confirmed. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced main, left, and right block. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.